Manufacturer narrative:
This report is submitted on august 29, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. Subsequently the receiver/stimulator extruded and the device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery.